Manufacturer narrative:
Product ID 3888-45, lot# va01tld, implanted: 2012 (B)(6); product type lead product ID 3888-45, lot# va01tld, implanted: 2012 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37714, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3888-45, lot# va013qh, implanted: 2012 (B)(6); product type lead product ID 3888-45, lot# va013qh, implanted: 2012 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient thought the physician did not implant the stimulator straight up and down or they moved after they were implanted. It was thought that they were angled. Additional information was requested, if received a follow up report will be sent. See MFR 3004209178-2014-13504 for a report of the same issue with the patients other stimulator (bilateral).

Event description:
It was further reported that the patient had difficulty recharging due to the location of the stimulator. It was difficult and uncomfortable to fit the recharger on and hold it in place. The therapy helped the patient, however. The use of adhesive discs was also discussed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a coupling problem. The patient had two implants and since implant, the implantable neurostimulator (ins) on the right side took a long time to charge compared to the left side, which charged easily. The patient thought the ins was tipped a little. Once in a while, they would get a bunch of bars, but it was rare. Also, the connection had never been good. The patient needed to cinch the belt tight for that ins in order to recharge. They also used tape patches to assist recharging. Since the patient needed to cinch the belt tight for the implant on the right side, they went through a lot of belts. There was a problem recharging since implant.